Event description:
It was reported that during a stenting treatment procedure, a balloon catheter shaft fracture occurred. The patient presented due to an acute st-elevation myocardial infarction and three vessel disease. The physician gained vascular access via the femoral artery. The 75% stenosed target lesion was located in the mildly calcified diagonal branch of the left anterior descending (lad) artery. The physician placed a non-bsc guide wire, and then engaged the target vessel using a 6f non-bsc guide catheter. The physician encounter resistance advancing a 2.0x20mm maverick 2 balloon catheter and was unable to cross the target lesion. Next, the physician was unable to inflate the balloon and decided to remove the device. While removing the device, the physician observed a broken shaft in the mid-section of the catheter shaft. Both pieces of the catheter were removed from the patient's anatomy. The physician used another of the same device to complete the balloon angioplasty and completed treatment of the target lesion with placement of two non-bsc stents. The patient's post-procedure condition is reported as, "feeling well and alive."

Event description:
It was reported that during a stenting treatment procedure, a balloon catheter shaft fracture occurred. The patient presented due to an acute st-elevation myocardial infarction and three vessel disease. The physician gained vascular access via the femoral artery. The 75% stenosed target lesion was located in the mildly calcified diagonal branch of the left anterior descending (lad) artery. The physician placed a non-bsc guide wire, and then engaged the target vessel using a 6f non-bsc guide catheter. The physician encounter resistance advancing a 2.0x20mm maverick 2 balloon catheter and was unable to cross the target lesion. Next, the physician was unable to inflate the balloon and decided to remove the device. While removing the device, the physician observed a broken shaft in the mid-section of the catheter shaft. Both pieces of the catheter were removed from the patient's anatomy. The physician used another of the same device to complete the balloon angioplasty and completed treatment of the target lesion with placement of two non-bsc stents. The patient's post-procedure condition is reported as, "feeling well and alive."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of break in the hypotube. The break was located at 78cm distal to the strain relief. A kink was present in the hypotube at 67.4cm distal from the strain relief. No issues were noted with the tip section of the device. There was a build up of solidified blood inside the balloon and inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).